Event description:
New information received on 9/17/2018, indicates that the patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device-dependent patient presented for the elective replacement of an implantable cardiac defibrillator that was under the premature battery depletion with implantable cardioverter defibrillator advisory. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.